Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot identified slightly higher complaint activity; however, no related trends were identified. Device history review did not identify any non-conformances, potential non-conformances or deviations associated with complaint lot number and complaint issue. In-house accuracy testing was completed using a retained kit of lot 63304ud00, which contains the same bulk material of the complaint lot 63304ud01. All specifications were met indicating that complaint lot is performing acceptably and there is no issue with the lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 63304ud01 is within established limits and comparable with historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 63304ud01 was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for a 58-year-old male patient with liver cancer. The following data was provided (customer¿s reference range 0-34.2 pg/ml): (B)(6) 2024 sample ID (B)(6) initial result = 39.6 pg/ml, repeat result = <1 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry =(B)(6). Section e1 - facility name complete entry = (B)(6) hospital, all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for a 58-year-old male patient with liver cancer. The following data was provided (customer¿s reference range 0-34.2 pg/ml): on (B)(6) 2024 sample ID (B)(6), initial result = 39.6 pg/ml, repeat result = <1 pg/ml . No impact to patient management was reported.